Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had air bubbles in the reservoir. The customer¿s blood glucose level was 230 mg/dl. Customer stated that they had issues with air bubbles and there are often big air bubbles in the reservoir during therapy. The insulin pump will not be returned for analysis.